Manufacturer narrative:
(B)(6) 2019 04:27 pm. The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming power supply was replaced. The 12v battery was replaced as a preventive measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system booted up then died. Attempted to re-boot but the system had no power.